Event description:
An report was received on 8/29/2002 that a doctor had implanted a memorylens in a pt's right eye in 2000, which lens has opacified. At exam in 2002, the pt's visual acuity was reported as 20/70. The doctor is planning to explant and replace the lens at some point in the future.